Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure in the heavily calcified left common iliac artery, after successful stenting of the right common iliac artery, the omnilink elite balloon ruptured at 8 atmospheres during the last inflation. The stent was successfully delivered at the intended site and post dilatation was performed successfully. There was no adverse pt effect. The pt was discharged home the following day. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4): mobility study event. The stent remains in the pt. The lot number was not provided; therefore, a device history record review could not be performed. A f/u report will be submitted with add'l relevant info. The reported device is currently involved in an (B) (4) study. The device is same or similar to a device that is marketed domestically.